Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of coils into and perforation of the uterus') and device breakage ('device breakage / pieces of the essure coils in my uterus / essure coils remnants still in uterus') in a 29-year-old female patient who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in (B)(6) 2013. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain ("pain: pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ("ovarian cyst on left ovary cystoscopy"). The patient was treated with ibuprofen (motrin) and surgery (total laparoscopic hysterectomy, adhesiolysis, left ovarian cystectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and ovarian cyst outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: post operative diagnosis: one of the cornual end physician used a pickup to open it and saw the spiral coil of essure still in it. Physician did not open the other cornual end as the specimen was going to pathology and we will review the pathology report. Both fallopian tubes are surgically absent. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative. Ultrasound pelvis - on (B)(6) 2013: 1. 2.1 cm simple left ovarian cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record pelvic pain, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of coils into and perforation of the uterus') and device breakage ('device breakage / pieces of the essure coils in my uterus / essure coils remnants still in uterus') in a (B)(6)-year-old female patient who had essure (batch no. A47947) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in (B)(6) 2013. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain ("pain: pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal pain"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ("ovarian cyst on left ovary cystoscopy"). The patient was treated with ibuprofen (motrin) and surgery (total laparoscopic hysterectomy, adhesiolysis, left ovarian cystectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and ovarian cyst outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, ovarian cyst, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: post operative diagnosis: one of the cornual end physician used a pickup to open it and saw the spiral coil of essure still in it. Physician did not open the other cornual end as the specimen was going to pathology and we will review the pathology report. Both fallopian tubes are surgically absent. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative. Ultrasound pelvis - on (B)(6) 2013: 1. 2.1 cm simple left ovarian cyst. ¿concerning the injuries reported in this case, the following ones were described in patients medical record pelvic pain, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : the case became incident and medically confirmed. Reporter information was added. Patient details were updated. Lab data was added. Essure insertion/removal date was added. Essure lot number was added. Essure indication was amended. Her concomitant/treatment medication was added. Previously reported event injury was updated to more specified events: migration of coils into and perforation of the uterus, device breakage, abnormal bleeding (vaginal, menorrhagia, dysmenorrhea (cramping), ovarian cyst, pain: abdominal pain, pain: pelvic pain and she did not undergo essure confirmation test were added. She had recovered from events: abdominal pain and pelvic pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.